Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump had a delivery accuracy issue and failed the volume test. No patient injury was reported.

Manufacturer narrative:
Additional information was received on 31-aug-2022 via email and attached in the complaint object. There was no patient involvement and the event happened during testing. H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: catalog number: 21-2127-0104-01, d4: correction: model number: 2120.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition; tamper seals were intact. There was no evidence of the error recorded in the event history log. The customer reported problem was no verified.?running three accuracy tests, the pump was found to be within the manufacturing specifications. No fault was found with the device. The root cause was unknown. No corrective actions or repairs were needed as the problem was not verified. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).